Manufacturer narrative:
E1: initial reporter phone:(B)(6).

Event description:
It was reported that balloon rupture occurred. A 12.0 x80, 75cm charger balloon catheter was advanced for post dilation after a venous stent implantation. However, it was noted that the balloon was broken. The procedure was completed with another of same device. There were no patient complications reported and the patient was stable.

Manufacturer narrative:
B5 - describe event or problem: updated to include new information obtained. E1 - initial reporter phone: (B)(6).

Event description:
It was reported that balloon rupture occurred. A 12.0 x80, 75cm charger balloon catheter was advanced for post dilation after a venous stent implantation. However, it was noted that the balloon was broken. The procedure was completed with another of same device. There were no patient complications reported and the patient was stable. It was further reported that the target lesion was 80% stenosed and located in the common iliac vein. The balloon ruptured during the initial inflation at 10 atmospheres for 60 seconds and was removed from the patient.

Event description:
It was reported that balloon rupture occurred. A 12.0 x80, 75cm charger balloon catheter was advanced for post dilation after a venous stent implantation. However, it was noted that the balloon was broken. The procedure was completed with another of same device. There were no patient complications reported and the patient was stable. It was further reported that the target lesion was 80% stenosed and located in the common iliac vein. The balloon ruptured during the initial inflation at 10 atmospheres for 60 seconds and was removed from the patient.

Manufacturer narrative:
E1 - initial reporter phone: (B)(6). Device evaluated by MFR.: a charger device was received for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A longitudinal tear was identified in the balloon material. The tear measured approximately 50mm in length and extended from a position 7mm proximal of the proximal markerband to 25mm proximal of the distal markerband. A visual examination observed no damage to the tip of the device. A visual and tactile examination of the shaft of the device found no issues. A visual examination found no issues or damage to the markerbands of the device.